Manufacturer narrative:
(B)(4).

Event description:
Additional information received - the reporter indicated a 13.2mm micl13.2 implantable collamer lens, -9.0 diopter, was implanted in the right eye (od) on (B)(6) 2016. The patient's visual acuity was 20/15.

Manufacturer narrative:
Device evaluated by manufacturer? No - lens not returned. (B)(4).

Event description:
The reporter indicated the surgeon implanted an micl implantable collamer lens and seven days after the initial surgery, there was angle closure. The two iridotomies were patent but the surgeon added a third one and then another one to make it bigger. The reporter indicated to date, the patient has improved. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4).